Event description:
A malfunction occurred on a customer's pump while they were filling the tubing of a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the customer in resetting the pump, which prevented the malfunction code from recurring. The customer was able to continue using the pump and was advised to contact support if any issues reoccurred.